Event description:
It was reported to the biomedical engineer by hospital staff that the epg (external pulse generator) did not pass self-test/start-up. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board (pcb) was out of specification. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery release and lead flex cover were contaminated, the battery contacts were compressed, the ring and two side bails were missing and the battery drawer was broken. A detailed analysis was performed on the main pcb. This analysis found that failure mode was caused by bad solder joints on an integrated circuit component.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board (pcb) was out of specification. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery release and lead flex cover were contaminated, the battery contacts were compressed, the ring and two side bails were missing and the battery drawer was broken.